Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, anxiety-product/procedure.

Event description:
Patient reported unknown side "deflation and implant removal due to the patient¿s concern with the product." Device remains implanted.